Manufacturer narrative:
UDI: (B)(4); investigation is still ongoing. This report was created to address the first esheath used. This individual report provides data received from the thv/tvt registry.

Event description:
Per the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, the esheath was placed in the usual fashion for a trans-axillary case.  During insertion, the valve and commander delivery system  would not advance past the anastomosis of the conduit to the ascending aorta, resulting in the e-sheath migrating back into the subclavian. The physician tried to advance everything forward into the ascending aorta and continued to have resistance and the e-sheath then kinked. It was decided that due to the force and kink to remove the entire sheath and system. The physicians looked at the anastomosis and found that it was ruptured so a vascular surgeon had to come in for the repair and a second try. They advanced the second esheath into the ascending aorta just above the native valve to provide more support for advancement of valve and delivery system. The esheath was preloaded with rotoglide to help slide the system through, then introduced a new valve and ds. The same resistance as before was experienced in the same location. The physician felt the vessel was too small and the device would not advance. It was then noted that the vessel was starting to split and again the conduit detached from the anastomosis; the second valve, delivery system, and esheath were removed. The vascular surgeon then repaired and closed the trans-axillary approach. The team reviewed the transfemoral access and decided to move forward as there appeared to be enough pannus retraction. The case was completed with success.

Manufacturer narrative:
Per preliminary engineering observations of the returned device, there was a slight kink on the balloon shaft, likely due to packaging. The strain relief was pierced from the distal to the comnut. The strain relief punctured after the valve advancement from the comnut. There were also minor flex tip gouges. The delivery system was able to be pushed through the sheath, and the tip opened as designed. Additionally, there was a liner tear starting from distal strain relief, and a puncture region from the distal strain relief.  This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00257 and 2015691-2021-00012.

Manufacturer narrative:
The 14f esheath was returned with the commander delivery system partially inserted. The returned device was fully inspected, and the following was observed: sheath was partially expanded with the last 2.5 inches of the liner unexpanded and the tip unopened. Strain relief punctured approximately 1 inch distal to the comnut. The material underneath the strain relief at this location was also punctured. A kink was observed on the sheath shaft approximately 1.5 inches from the distal end of the strain relief. Liner tear noted starting 1.5 inches from the distal end of the strain relief with a length of 3 inches. Hdpe punctured 4 inches from the distal end of the strain relief. Minor kink approximately 1.75 inch from the distal tip. A bent inflow strut was observed on the crimped sapien 3 ultra (s3u) valve on the commander delivery system. The liner thickness was measured along the length of the tear. Measurements were only able to be obtained on one side of the liner tear due to the nature of the tear. The liner thickness was found to be within specification at all measurement locations. The returned commander delivery system with the crimped valve was attempted to be advanced through the sheath and it was observed that a valve strut began puncturing the strain relief of the sheath. After removing the crimped valve, commander delivery system was able to be advanced through the sheath without any issues. The sheath and tip expanded and opened as designed, respectively. A device history review (DHR) was done on the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The review of these work orders did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of complaint history revealed no other similar complaints for sheath shaft kinked, bent or sheath shaft liner torn. However, the review revealed one other complaint relating to sheath shaft resistance with delivery system and sheath shaft punctured. No manufacturing nonconformance were identified during evaluation of the similar complaint and available information suggested that patient factors (calcification/tortuosity) may have contributed to the reported event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During the manufacturing process, the following visual inspections and tests are performed throughout the process: proximal expansion was performed on the sheath and the sheath is then visually inspected under 3x magnification for seam separation. The esheath final assemblies were 100% inspected by both manufacturing and quality. Furthermore, after sterilization, sheath functional testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for sheath shaft resistance with the delivery system, sheath shaft kinked, bent, sheath shaft punctured, and sheath shaft liner torn were confirmed through evaluation of the returned sample. No manufacturing abnormalities were observed on the returned sample; dimensional measurements met specification. Reviews of DHR, lot history, and complaint history showed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, the valve and commander delivery system would not advance past the anastomosis of the conduit to the ascending aorta, resulting in the esheath migrating back into the subclavian. The physician tried to advance everything forward into the ascending aorta and continued to have resistance and the e-sheath then kinked the cts said that he felt the vessel was too small and would not advance'. Per the device training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Per imagery review, the patient's access vessel had presence of calcification and tortuosity. Calcification and tortuosity can create a challenging pathway for delivery system insertion through the sheath. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, resulting in increased resistance. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. As resistance during delivery system insertion through the sheath was experienced, it is likely that excessive manipulation/force was applied in the attempt to overcome the resistance. Compounded with a tortuous anatomy, the excessive device manipulation likely led to the kink in the sheath shaft. As such, available information suggests that patient (tortuosity) and procedural (excessive manipulation/force) factors may have contributed to the reported event. Product evaluation revealed a bent inflow strut on the crimped valve on the delivery system that was used with the sheath. It is likely that during device manipulation to overcome the experienced insertion resistance during the procedure, the valve strut became bent. The bent valve strut likely made further contact with the sheath puncturing the strain relief and tearing the liner. As such, available information suggests that procedural factors (excessive manipulation, bent valve strut) factors likely contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed. However, no manufacturing non-conformance was identified during evaluation. Available information suggests that patient factors (calcification, tortuosity) and procedural (excessive manipulation/force) factors may have contributed to the reported events. Although no manufacturing non-conformance or labeling/IFU/training inadequacies were identified, a product risk assessment (pra) has been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventative action activities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.